Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
Philips received a complaint on the efficia dfm100 defibrillator indicating that the battery showed an error during the delivery test. There was no reported patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
The dfm100 assy processor with serial number ((B)(6)) were returned to philips for additional analysis. The pca was visually inspected for signs of wear, damage, corrosion, or missing components, and no anomalies were found. The issue reported by the customer was not verified in the lab testing. The pca passed all tests during op check and general testing and no fault was found. Based on the information available and the testing conducted, the cause of the reported problem was not confirmed.